Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was unable to charge. The physician examined and attempted to manipulate to couple the charger and had difficulty linking. A small amount of drainage was taken off of the pocket site, but no signs of infection was noted. The physician anticipates that the swelling caused the pocket to expand and depth of ipg was causing the issues. The patient was placed on antibiotics and the physician repositioned the battery. The patient was able to charge with no concerns postoperatively.